Manufacturer narrative:
The device was not returned; a retained sample from the reported lot was pulled and evaluated by product analysis on 03/04/2014 with the following findings: the cartridge passed visual inspection with no defects noted. The cartridge was cycled normally and the a fill test was completed successfully with no air bubbles noted in the cartridge. A leak test was performed and no leaks were detected from the luer connection, o-rings, or anywhere else on the cartridge. A force test was completed and confirmed that the cartridge forces were within specifications.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging elevated blood glucose levels over the past 3 days including a blood glucose of 403 mg/dl with stomach ache, headache, and moderate ketones. The reporter indicated having multiple loss of prime warnings occurring over the past 3 days and were increasing in frequency. The reporter did indicate that refrigerated insulin was used in the pump the insulin vial was not being pressurized correctly when filling the cartridge; the reporter noted that air bubbles were seen in the tubing at one point and the tubing was replaced related to the issue. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by the alleged loss of prime warnings issue.